Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the patient cable assembly was confirmed with the returned mobile power unit serial # (B)(6). Visual inspection revealed damaged section on the patient cable assembly. Closer visual inspection revealed the cable appeared to be pulled apart with several damaged underlying wires. The damaged patient cable assembly must be replaced. A purchase order request was sent to the customer for the repair, which was not approved. The mobile power unit was returned to the customer unrepaired and labeled not for human use. A root cause that led to the damage could not be determined through this evaluation however it was reported to be due to mechanical damage to the mpu during a fall. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient tore the patient cable on their mobile power unit (mpu) after falling out of their chair. The patient was provided a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.